Manufacturer narrative:
There was no adverse patient involvement reported. There was no patient information reported. A ge service representative performed an evaluation over the telephone. The malfunction could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displayed communication failure. The system had to be reinitialized in order to complete the procedure. There was no adverse patient involvement reported.